Event description:
It was reported to tyco healthcare/kendall in 2006, that a customer had a problem with a mahurkar dialysis catheter. The customer states that blood leaked at the shaft "y" site near the suture wing during dialysis. The catheter was removed and replaced.

Manufacturer narrative:
Sample has been received by the MFR and evaluation is currently underway.